Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited over-sensing resulting in inappropriate antitachycardia pacing - atp therapy. The atp induced ventricular fibrillation ¿ vf and the patient received high ventricular shock that converted the vf to normal sinus rhythm ¿ sr. The patient was brought to the clinic and the device parameters were adjusted to prevent oversensing. Insulation anomaly was suspected. The lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.